Manufacturer narrative:
The unit was received with a blank display due to a corroded battery tube. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test, or verify battery out limit due to a blank display. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called in to report that the insulin pump kept shutting off. The customer received a battery out limit alarm, a change battery alarm, and an after battery change alarm. The customer's blood glucose level was unknown. The customer also reported that the reservoir compartment was cracked. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.